Manufacturer narrative:
Device is a combination product. Promus elite ous mr 12 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of damage. Mid-section stent strut rows were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during device handling prior to procedure during preparation. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. This type of damage most likely occurred during device handling prior to procedure during preparation. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system prior to procedure during preparations. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-jul-2019. It was reported that shaft kink occurred. The target lesion was located in a coronary vessel. A 12 x 2.75mm promus elite mr drug-eluting stent was selected for use. However, while attempting to load the device over the wire, the stent delivery shaft got buckled. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.